Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked from the pump segment near the upper fitment. "The tubing appeared to be leaking around the blue connector that is inserted into the channel pump" no patient harm reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of tubing leaked from the pump segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0531 inches long. Visual examination under a microscope noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing was performed; a leak was noted coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment.